Event description:
It was originally reported in manufacturer report number: 1644487-2013-00046 that the patient's device could not be interrogated with due to end of service; however, product analysis of the explanted generator found that it was due to a damaged c19 component. An internal visual examination identified the damaged c19 component. This damage caused the capacitance value of this component to be out of specification, which analysis in the product analysis lab confirmed to be the root cause for the communication difficulties. When the c19 component was substituted the device communicated normally on the test bench at the required one inch distance and the device performed according to functional specifications. The battery and can were reconnected to the module for further analysis.

Manufacturer narrative:
Incorrect date inadvertantly reported on initial MDR.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death.